Event description:
The initial reporter complained of missing segments from the results field of the accu-chek performa professional meter which could impact the interpretation of the results. The customer stated that the date and time fields are missing and that one line of the digital result field is missing. The customer confirmed that there was no misinterpretation of results. There was no allegation of an adverse event. The meter was requested to be returned for investigation. A replacement meter was sent.

Manufacturer narrative:
The customer's meter was returned for investigation. The investigation found segments missing in the display. Failure analysis indicated that the meter lcd was chipped in the bottom edge causing the display defect. A scuff/compression marking was observed on the housing above the affected area. Due to the condition of the returned meter it was concluded that the damage did not originate from the manufacturing process and has been determined to be a result of customer mishandling.